Manufacturer narrative:
The event for sticking trigger was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger did stick but did not cause run on. The trigger assembly was affected by wear.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device had sticky triggers that caused a run-on condition. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device had sticky triggers that caused a run-on condition. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.